Event description:
It was reported that a caregiver observed recurrent overnight low blood glucose while using the ilet bionic pancreas and believed the pump was overcorrecting, with a documented blood glucose of 67 mg/dl and treatment with oral glucose, and additional user training was assigned. Customer care provided support that included assignment for additional training. Investigation of this case revealed the cause of hypoglycemia was unclear. No clinical symptoms associated with hypoglycemia reported. Outcomes included no reported injury requiring medical intervention beyond oral carbohydrate to correct low blood glucose. It was concluded that no device malfunction was confirmed and user education was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.